Manufacturer narrative:
An evaluation of this failure mode from the design failure modes and effects analysis of this product, that the use of the product in a manner likely to cause adverse health consequence is improbable. Herewith the closure report as attachment, the root cause of this complaint cannot be identified, since the device was confirmed not return to manufacturer for further investigation.

Event description:
The patient contacted nephron pharmaceuticals corporation via email on (B)(6) 2014, regarding a product malfunction associated with the ez breathe atomizer. The patient reported that the atomizer failed to produce an aerosol mist to alleviate his asthma symptoms despite cleaning the unit as instructed. Furthermore, the patient added that he experienced an asthma exacerbation when the unit failed to function. Multiple attempts were made to reach the patient via telephone an by mail unsuccessfully. No additional information was available concerning the nature of the malfunction and the seriousness of the event.